Event description:
A home patient's spouse contacted baxter's technical service center regrading a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient connected 2 patient extension lines to the patient line of a standard homechoice set after prime was completed. Baxter's technical service center assisted the home patient's spouse in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.